Event description:
It has been reported, to philips that the system application does not start. And intermittently breaks down. The device needs to be restarted several times to get it to start. The device was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the system application does not start and intermittently breaks down. The device needs to be restarted several times to get it to start. During troubleshooting, fse performed full installation of software 2.2.3. After reinstallation of complete 2.2.3 software the system was returned to use in good working order. The codes were updated based on the investigation outcome.